Manufacturer narrative:
Concomitant medical product: product ID 8781, serial# (B)(6), implanted: (B)(6) 2023 product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) and a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 160 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient and managing physician noticed a discrepancy in drug volume at latest refill on (B)(6) 2024. The expected residual was 3 but 10ml was aspirated. The patient also reported having to take oral baclofen on occasion to control symptoms, but not all the time. Patient reports having to take oral baclofen to mitigate spasticity symptoms. She said not every day, but occasionally. In the operating room (or) today, we again emptied the pump of drug. Expected to get out 15.5ml, actual amount aspirated was 16.5ml. We confirmed catheter patency using the catheter access port (cap), which was easily aspirated and confirmed to be patent. The hcp decided to shorten the length of the catheter of the pump segment to avoid any possible kinking of the catheter in the future. The hcp wanted to shorten the pump segment because he speculated that maybe she was kinking the catheter in certain positions, but to be clear no kinks were noticed in the pocket today. The old pump segment (8781) was removed and a 13.2 cm of an 8784 was added in its place. A new 20ml pump was also filled and implanted. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
H3: visual inspection identified some slight damage to the septum with no leaking seen during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.